Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported they were feeling a jolt when they lay down and they have to turn the stimulation down real quick because it jolts them pretty good. Pt asked agent if they had adaptive stim programmed in their controller, agent reviewed information with pt. The patient was redirected to their healthcare provider (hcp) to further address the issue. Pt stated they met with hcp this morning

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.